Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the insulin gauge was inaccurate. The pump was reset to resolve both issues and the customer resumed insulin therapy successfully. There was no adverse impact to the customer¿s blood glucose level.